Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead exhibited loss of capture on both channels. A repositioning procedure was attempted; however was unsuccessful. Therefore, the leads were surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.